Event description:
The patient ((B)(6)) is a participant in a clinical study. It was reported the patient's ipg is eroding towards the skin. The implant depth of the ipg was reportedly decreased in (B)(6) 2013 to make recharging the device more convenient for the patient. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.